Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. A review of the returned product from the customer was performed visually. Visual inspection of the sample returned from the customer found scorpion cannula sheath was broken from the distal side of the cannula sheath, scorpion needle stiffener handle was bent and unable to be removed from the needle sheath. Hence the complaint was confirmed. Customer provided the internal body image. Vp of medical affairs reviewed the image and stated the following "based on the description given as well as the condition of the device with regards to the handle it would seem that when the customer placed the needle stylet back into the catheter the peek catheter may have had a slight bend in it and instead of the needle transitioning all the way through the catheter, the needle stylet may have been pushed out the side wall of the catheter which resulted in the catheter cracking and being left behind when the system was remove from the portal vein and withdrawn back into the hepatic vein. It is hard to completely say that this was the issue with 100% certainty but based on the description given as well as the imaging I believe this may have been the causative mechanism. Questions to ask the account maybe if they felt resistance when introducing the stylet back into the catheter, that resistance may have been the tip of the needle stylet pushing up against the wall of the catheter". No corrective action is required at this time because a manufacturing defect could not be confirmed.

Event description:
Peek catheter was advanced toward the portal vein. The stylet was removed to attempt to aspirate portal blood. Stylet was placed back into the catheter to attempt another ¿pass¿. Distal 3 inches of the peek catheter was observed, under fluoro, to be detached in the hepatic vein (see picture). Peek catheter segment was retrieved with a triple loop snare from the hepatic vein.

Event description:
Peek catheter was advanced toward the portal vein. The stylet was removed to attempt to aspirate portal blood. Stylet was placed back into the catheter to attempt another ¿pass¿. Distal 3 inches of the peek catheter was observed, under fluoro, to be detached in the hepatic vein (see picture). Peek catheter segment was retrieved with a triple loop snare from the hepatic vein

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Peek catheter was advanced toward the portal vein. The stylet was removed to attempt to aspirate portal blood. Stylet was placed back into the catheter to attempt another ¿pass¿. Distal 3 inches of the peek catheter was observed, under fluoro, to be detached in the hepatic vein (see picture). Peek catheter segment was retrieved with a triple loop snare from the hepatic vein.

Manufacturer narrative:
Sample is indicated as returned. As of the date of this report, sample has not been investigated. A follow-up report will be submitted upon investigation completion.